Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe of the subject device was broken off at 16.5 mm from the distal end. There was no scratch around the broken point. The shape of the fracture surface showed that the crack developed from the broken point as the starting point. As the result of checking the manufacturing record of the same lot, there was no abnormal found. This type of the event is most likely related to the operator's technique. Based on the similar cases in the past, the probe might be broken off when the probe was subjected to a load while the probe was cracked. Also, the probe might be craked since the probe was subjected to an excessive stress due to holding the tissue and twisting the subject device, or excessively pressing the probe against the tissue during activation. The instruction manual of the device has already warned as follows; *do not apply the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. The probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity.

Event description:
During a trans abdominal pre-peritoneal hernia repair, the subject device was not worked. The probe of the subject device was bent when the user checked the subject device on the monitor. Therefore, the user withdrew the subject device from the patient. And then, the probe was broken off when he opened and closed the jaw. The intended procedure was completed with another device. No patient injury was reported.